Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings fraying apart [device breakage]. Case narrative: consumer reported via ratings/reviews that the tampon strings were fraying during removal. No injury was reported.